Event description:
Report received of an incident involving a tubing separation at the y-site on a plumset tubing that resulted in a bleed back. The reporter did not have any specific pt or event data. It was not known which nursing unit the event occurred or the actual date of the incident. It was reported that there was no adverse sequelae related to the incident. Although requested, no additional info was provided.